Event description:
The formation of clots around and inside the introducer sheath occurred during the procedure. The device was inserted into the patient. The physician performed intervention on the patient. The physician noticed at some point during the rocedure there was formation of clots occurred around and inside the introducer sheath. The patient is reported to be fine.